Event description:
Rn went out to change med bag on pump and approx 1/2 the amount was left in bag (had not infused). Therefore, pt missed approx 1 dose of IV vancomycin (supplied in a 2-day bag). Suspect that there was an occlusion in the tubing above the pump (which the pump does not detect and therefore does not alarm). Problem resolved when new bag hooked up.